Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. The provided evidence was not sufficient to confirm the reported event of inability to assemble/disassemble. Device interaction issues cannot be evaluated through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: supplier- (B)(4) manufacturing date: 19-aug-2022 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 665p064 (non-sterile) lot quantity: (B)(4) nonconformance noted: n/a. Review of the DHR file: one piece was scrapped in cell, incoming inspection I, for dropped part. Six pieces were scrapped, vendor tin coat, four pieces for sample-destructive testing and two pieces for surface finish-general discoloration. Production order traveler met all inspection acceptance criteria apart from seven pieces noted. Inspection sheet, incoming inspection, met all inspection acceptance criteria. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance dated (B)(6) 2022 was reviewed and determined to be conforming. Inspection certificate (for raw material) dated (B)(6) 2020 was reviewed and determined to be conforming. Certificate of analysis (vendor tin coat) dated (B)(6) 2022 was reviewed and determined to be conforming. Certificate of compliance (colorize) dated (B)(6) 2022 was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 665p064. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, when placing the 1.1 drill bit in the universal guide, the drill bit did not pass and it was immediately identified that guide was crooked. The issue was resolved with other part of the guide. It also occurred during the procedure that when mounting the 1.5 screws in the screwdriver pieces (2 units), it became evident that the magnet did not work on these and the screws fell out. This was resolved by ordering bone wax to glue the screws to the screwdriver piece and thus when using it, prevent the screws from falling out. The surgery was successfully completed, without affecting the patient and without alterations in surgical times.